Event description:
It was reported by the customer while withdrawing the wire through the green needle, it was met with resistance. Once the nurse was able to remove the wire from the needle, she noticed that the wire was frayed. One of the frayed pieces broke off from the rest of the wire once it was outside of the patient. Additional information provided: was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: no harm. Procedure was stopped and an arm xray obtained to rule out foreign body-which was negative.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr2471 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer while withdrawing the wire through the green needle, it was met with resistance. Once the nurse was able to remove the wire from the needle, she noticed that the wire was frayed. One of the frayed pieces broke off from the rest of the wire once it was outside of the patient. Additional information provided: ¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: no harm. Procedure was stopped and an arm xray obtained to rule out foreign body-which was negative.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed and was determined to likely be related to the guidewire being pulled against a needle bevel as stated in the event description. One 21 ga introducer needle and one 0.018¿ nitinol guidewire was returned for evaluation. An initial visual observation showed use residues on the introducer needle and the guidewire. The needle appeared bent. The distal end of the guidewire was frayed. A microscopic observation revealed complete breaks within the coil and core wires. The entire wire appeared to be accounted for in the returned microscopic evaluation. Deformation on the proximal end of the needle bevel was observed, which may occur due to a force being exerted on the needle bevel. A clear break was observed in the core wire, and the weld tip appeared to be intact. Based on observations of the break site and the deformation of the needle bevel the complaint of a frayed guidewire appears to be confirmed and likely due to resistance against the guidewire. Possible contributing factors could include the insertion technique, or the guidewire being retracted through the needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing on the guidewire.